Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus/malposition of essure device-location of device: uterus/majority of coil in uterine cavity'), genital haemorrhage ('general abnormal bleeding') and sinusitis ('sinus tract infection') in a 37-year-old female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression, kidney infection, bloating, vaginal itching and knee injury. Previously administered products included for an unreported indication: zoloft and fluoxetine. Concurrent conditions included generalized anxiety disorder, paraovarian cyst, benign neoplasm and multiple allergies. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia) for female sterilization as well as estradiol since 2005 to (B)(6) 2011 and etynodiol (ethynodiol) since 2005 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and sinusitis (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)/salpingectomy minilaparotomy skin incision and drain infection). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation and sinusitis outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and metrorrhagia had resolved and the cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, metrorrhagia, pelvic pain, sinusitis, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Patient received treatment for perforation. Approximately 4 coils were visualized extending from the ostia on the right and no coils were observed extending from the ostia on the left. Salpingectomy serosa of the rectosigmoid bowel unroofed converted to open procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Perforation the left sided micro-insert is in satisfactory position and the tube occluded. The right-sided insert is in abnormal position. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2011: unusual echoes within the endometrial cavity suggesting a possible foreign body a hysterosalpingogram dated (B)(6) 2010 demonstrates the patient has essure sterilization devices and an abnormally of the right coil was noted. I suspect that this is a segment of the coil within the uterine cavity 2. Enlarged right ovary, possibly containing a solid mass left adnexal cyst which appears to be separate from the normal appearing left ovary. The ovaries could be further evaluated with MRI; on (B)(6) 2012: redemonstration of a small left periovarian cyst there has been interval development of prominent vessels in the adnexa and subserosal uterus. The patient may have pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain in female, dyspareunia,urinary tract infection, abdominal pain. Lot number: 685787, manufacturing date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received. Fu 4 and 5 processed together. Reporter information, medical history, concomitant drug, historical drug added. Events : sinus tract infection along salpingectomy minilaparotomy skin incision added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation:uterus/malposition of essure device-location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 685787) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included major depression, kidney infection, bloating and vaginal itching. Concurrent conditions included generalized anxiety disorder, paraovarian cyst and benign neoplasm. Concomitant products included estradiol since 2005 to january 2011 and ethynodiol (ethynodiol) since 2005 to january 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and metrorrhagia had resolved and the cystitis, urinary tract infection and vaginal infection was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, metrorrhagia, pelvic pain, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Patient received treatment for perforation. Approximately 4 coils were visualized extending from the ostia on the right and no coils were observed extending from the ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Perforation the left sided micro-insert is in satisfactory position and the tube occluded. The right-sided insert is in abnormal position. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2011: unusual echoes within the endometrial cavity suggesting a possible foreign body a hysterosalpingogram dated (B)(6) 2010 demonstrates the patient has essure sterilization devices and an abnormally of the right coil was noted. I suspect that this is a segment of the coil within the uterine cavity enlarged right ovary, possibly containing a solid mass left adnexal cyst which appears to be separate from the normal appearing left ovary. The ovaries could be further evaluated with MRI; on (B)(6)2012: redemonstration of a small left periovarian cyst there has been interval development of prominent vessels in the adnexa and subserosal uterus. The patient may have pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain in female, dyspareunia,urinary tract infection, abdominal pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events .new events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, metrorrhagia, general abnormal bleeding, perforation: uterus, bladder infection, uti, vaginal infection. Event outcome were added. Reporter information were updated. Lab data were added. On 16-sep-2019: follow up two and three processed together. Pfs received: new events added: lot number were added. Bladder problems, urinary problems, malposition of uterus. Patient history, lab data, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.